Manufacturer narrative:
No pt info provided as no pt was involved in this concern. The system was observed to cycle repeatedly. The scu, (system control unit was replaced), and found to be faulty after testing in house. However, the system in the field still cycled. Therefore, the scu was replaced a second time, but the issue persisted. The camera was replaced and after in house testing found to be faulty. Replacing both scu and the camera resolved the issue.

Event description:
A medtronic rep reported a scu (system control unit) not working properly. There was no pt present.